Event description:
It was reported that an alert was received due to this right ventricular (rv) lead exhibiting high, out-of-range shock lead impedance (sli) measurements, measuring 125 ohms. It was noted that impedances have slightly increased over the past few months. Technical services suspects a calcification/physiological issue and provided programming/troubleshooting options. At this time, the lead remains in service. No adverse patient effects were reported.